Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had three trials because the first two did not work. It was unknown why the trials did not work. It was reported 11 days later that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014. The patient last spoke with the manufacturer representative on (B)(6) 2014. It was reported approximately 3 weeks later that there was only really one trial. One lead was placed on (B)(6) 2014. It was stated that the physician made the pocket too small, so the lead was bent trying to connect it to the extension. The lead then became kinked and the physician could not get it to work. That lead was discarded. The patient was reportedly fine and there was no harm to the patient temporary or permanent. The physician reportedly tried again on (B)(6) 2014 and placed two leads (left and right).